Event description:
The customer reported that during a synchronized cardioversion procedure on a patient with a ventricular tachycardia arrhythmia, the device user delivered an unsynchronized defibrillation shock to the patient, which put them into a ventricular fibrillation rhythm. The patient had an ICD (implantable cardioverter defibrillator) installed, which was able to provide a defibrillation shock to convert them to a normal sinus rhythm. The patient was converted to a normal sinus rhythm within 20 seconds of being placed into the ventricular fibrillation rhythm. The patient did survive with no pathological findings following the event.

Manufacturer narrative:
(B)(4). A clinical review of this case has concluded that the reported issue was caused by a use error. The device's synchronized cardioversion function was not used properly and the defibrillator shock was delivered on the patient's t-wave which caused the patient's ECG rhythm to go into ventricular fibrillation. There was no failure of the device.